Event description:
The patient reported the device had reached elective replacement indicator (eri) within two years of use. It was noted that the patient physiologically necessitated high output. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.